Event description:
Relationships: 1/3, reference (B)(4) for all attachments and related complaints: documenting l/n 4076292. No disposable alarms. Infusystem currently do not have additional information beyond what is included within this spreadsheet.